Event description:
A home pt contacted baxter's tech service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4 of their automated peritoneal dialysis therapy. Per initial report, the home pt reported that "the family cat had punctured the pt line of the homechoice set". No pt injury was indicated at the time of the initial report.